Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 525 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis. Frn reservoir unomedical inf. Set.

Manufacturer narrative:
Device received with cracked display window corners noted. Device passed displacement test and self test. No back light anomaly noted. (B)(4).